Manufacturer narrative:
The pump was explanted on arrival to westchester medical center but not due to the thrombus, the patient was unable to be escalated. There were no interventions to resolve the left ventricle thrombus.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced possible left ventricular thrombus identified on transthoracic echocardiogram (tte).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae (thrombosis): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.